Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched window, broken belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that they were hospitalized twice in the past. Customer reported being hospitalized on (B)(6) 2015 and released on (B)(6) 2015. It was also found the customer was hospitalized in may and was released on (B)(6) 2015. The cause of the second hospitalization was due to diabetic ketoacidosis. It was also found the customer had a hair line fracture on the insulin pump's screen. Customer's blood glucose was unknown at the time of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.